Manufacturer narrative:
The correction of b5 describe event and problem, h6 investigation conclusions deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 15th march, 2024 getinge became aware of an issue with one of surgical equipment - mavig shield. It was stated the spring arm from mavig shield had broken covers with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 15th march, 2024 getinge became aware of an issue with one of surgical equipment - mavig shield. It was stated the spring arm from mavig shield had broken covers with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. The additional information provided by getinge employee and indicated by subject matter expert confirmed that the device is not located in an operating room. The device is located outside any operating field, in a radiology room. Consequently, the mentioned covers with missing particles cannot lead to any injury to users or patients, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 investigation findings: results pending completion of investigation///3233 corrected h6 investigation findings: none. Previous h6 investigation conclusions: conclusion not yet available//11. Corrected h6 investigation conclusions: cause traced to user//19. Initial information provided was pointing that the spring arm from mavig shield had broken covers with missing particles. Missing particles from cover based on risk, is considered as a potentially reportable incident, therefore an incident was reported. According to additional clarification provided by the getinge technician and indicated by subject matter expert, this issue occurred not in operating room. It was determined that the issue investigated herein is not safety and risk related. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Event description:
On 15th march, 2024 getinge became aware of an issue with one of surgical equipment - mavig shield. It was stated the spring arm from mavig shield had broken covers with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. The additional information provided by getinge employee and indicated by subject matter expert confirmed that the device is not located in an operating room. The device is located outside any operating field, in a radiology room. Consequently, the mentioned covers with missing particles cannot lead to any injury to users or patients, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
Initial reporter was biomed. Event site name: (B)(6) hospital. Initial reporter: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 15th march, 2024 getinge became aware of an issue with one of surgical equipment - mavig shield. It was stated the spring arm from mavig shield had broken covers with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.